Event description:
It was reported that the implantable pulse generator (ipg) exhibited no sensing function at implant. The device was attempted but not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed a right ventricular lead impedance measurement of 57 ohms with no load applied. Functional testing revealed numerous anomalous conditions. Bench testing in bipolar mode with 500 ohms loads across the output revealed a message in right ventricular chamber of ¿not taken¿. Unipolar mode revealed atrial and ventricle measuring at 399 ohms. Sensitivity testing revealed no sensing in either chamber. Amplitude testing in both chambers with 500 ohms loads revealed a lower than normal output.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model 5086mri52, implantable pacing lead, implanted: (B)(6) 2013. Model 5086mri58, implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.